Event description:
"Customer claims the brackets holding the back canes have warped causing the push handles/back canes to pop out and the chair collapses"

Manufacturer narrative:
(B)(4) RMA - has been initiated for this issue. Model tran19fr, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1125095 rev e (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com.it is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.